Event description:
One endeavor drug-eluting stent was implanted to the ramus artery. Approximately 5 days post index procedure, the pt was diagnosed with myocardial infraction and in-stent restenosis, two days later, both events were resolved and the pt recovered and was discharged. Investigator stated that the myocardial infarction was severe in intensity, not related to the drug, probably related to the device, and unlikely related to the procedure. Also the investigator stated that the in-stent restenosis was severe in intensity, not related to the study drug, definitely related to the study device, and not related to the study procedure.

Manufacturer narrative:
(B)(4). Evaluation results: mi.